Event description:
The #20 suction broke in dr's hand and the scrub tech put it on the back table. Event did not reach the patient- suction did not break in or near the surgical wound. Immediately isolated to back table and replaced with new handpiece.